Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb assembly was evaluated and determined to require replacement. Per the case record, the component is no longer available. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.